Event description:
It was reported that the health care professional (hcp) had called in to review the presenting and stated if this right atrial (ra) lead exhibited loss of capture (loc). Upon review, there was capture as patient was not dependent and right atrial auto threshold (raat) test was performed which shows there was intrinsic sensed signal following loc. There were high capture thresholds noted earlier in may. Technical services (ts) recommended programming options. This ra lead remains in service. No adverse patient effects reported.